Manufacturer narrative:
This is asp's assessment of a report that a student was walking by a container that had items soaking in cidex opa solution when her clothing got caught causing the contents to spill and the disinfectant to run down her leg. The cidex opa instructions for use (IFU) and bottle label states direct contact with skin may cause temporary staining. Repeated contact with skin may cause skin sensitization. Suitable protective clothing, gloves, and eye/face protection should be worn when handling the solution as described in the IFU. Based upon the available information, this complaint can be attributed to user error. No product was returned for evaluation. Lot number was not available to perform a complaint lot history review. Batch review not performed as lot number was not available and complaint did not allege any manufacturing issue. A review of the complaint history over the past 12 months (february 2009 to january 2010) for cidex opa solution with the problem code "hr-staining" and "cidex solution spill" did not reveal any significant trends. The risk of skin staining has been assessed in the cidex opa failure mode and effects analysis (fmea) and cidex opa system hazard user misuse analysis (shuma.) The risk number (rpn) on the fmea was below the threshold of (B)(4), and the shuma indicated a risk category I - broadly acceptable risk. In addition, a health hazard evaluation (hhe) was performed for similar symptoms with a hazard/risk index of 3 (none/negligible). Due to the low occurrence and low health/risk index, no further action is required. Asp will continue to monitor for trends.

Manufacturer narrative:
(B) (4): solution spill.

Event description:
A caller from a technology school reported an incident which occurred at one of their clinical sites. A student was walking by a container of cidex opa, her pants accidentally caught on a container of the solution. The solution spilled on her leg and the leg was stained for four days. No other reactions have been reported to date. The caller stated that to her knowledge the student has not received any medical treatment/attention.